Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with 275cc saline mentor siltex contour profile high breast implants and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient's explantation procedure has been canceled due to covid-19. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient's explantation procedure has been canceled due to covid-19. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on june 24, 2020, mentor became aware that the patient actually underwent bilateral device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on august 18, 2020, mentor became aware that the right-sided device was intact and not deflated. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on may 14, 2020, mentor became aware that the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer's reference number: (B)(4).